Event description:
The rotator broke during a left ventriculogram procedure while using a power injector. No harm or injury reported.

Manufacturer narrative:
Device evaluation: device has not been returned for eval. A review of the device history record did not reveal any exception documents. Complaint database review found no similar complaints for this lot number. A follow-up report will be submitted when the device eval has been completed. Method - other, device history record was reviewed. Complaint database was reviewed. Conclusions - other, a follow-up report will be submitted when the device eval has been completed.